Manufacturer narrative:
(B)(4)

Event description:
The customer complained that the display for the coaguchek xs device was not working properly. The customer first noticed the display issue on (B)(6) 2018. The customer stated the meter did not power on and had replaced the batteries. The customer stated the screen is stuck on the display check screen and would not respond when any of the buttons were pressed. It didn't appear that the buttons were stuck. The customer stated there were segments missing from the results field of the device. The customer stated the meter had not been dropped nor was there any damage to the display. There was no debris or moisture in the battery compartment. There was no allegation that an adverse event occurred. The device was requested for investigation and a replacement was sent.

Manufacturer narrative:
The device was returned for investigation. When the meter is turned on, the device stays on the display test. The circuit board was tested for damage or contamination. The circuit board was contaminated with liquid which has corroded the solders contacts. Deposits were identified between the conductive rubber and the contacts of the board which leads to a failure of the contacts. Medical risk is not likely due to this issue as product labeling advises on how to perform a display check and users must receive training prior to using the instrument. The root cause of the issue was due to contamination of the contacts due to improper handling/maintenance by the customer.